Event description:
User received discrepant ise results for one patient sample. User could not provide exact results, but did provide approximate values. Only the sodium result for this patient was determined to be discrepant. Initial sodium gave 106; repeat gave 142 mmol per l. The original patient results were not reported out so patient was not affected.

Manufacturer narrative:
The field service representative determined there was a clot in the ise line from acrylic block next to reference cartridge, and cleared acrylic block of clot. Verified analyzer performance by performing diagnostics tests and following up with the customer.